Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.

Event description:
The micro oscillating saw was sent for eval due to overheating during testing. The event occurred during a routine maintenance visit. No adverse event was associated with this device.